Event description:
The hcp reported that during a tuna procedure the needles failed to retract back inot the cartridge. The cartridge was removed from the patient with the needles fully extended. Another cartridge was used to finish the tuna procedure. No adverse affects to the patient were reported and no treatment interventions were required.